Event description:
Patient's meter would not power on. Patient had been having low blood glucose symptoms and had been feeling confused. Patient was unable to obtain a blood glucose reading and decided to treat self with juice. Patient did not seek any medical care from a health care professional, since they felt better after treating self. No adverse events or serious injury occurred. It is unknown how long the meter had been having the issue. The customer service representative replaced the meter because after checking that the batteries were good and they were correctly installed (positive + side up), the meter would still not power on.